Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was having difficulty recharging and it was taking too long. The patient noted that they were charging for 5 hours and she did not see an increase in battery. She mentioned that her first charge session had 8 coupling boxes darkened. Patient services reviewed recharging best practices with the patient but that did not resolved the issue and the poor coupling screen was seen. She reported 0 coupling boxes darkened. They also attempted antenna locate feature and the patient reported 2 coupling boxes including after adjusting the antenna dial further. It was stated that there had been swelling, which subsided but was still present. There was also a lot of scar tissue. Additional information was received from a health care professional on 2016-mar-25. It was reported that it was unknown what actions/interventions had been taken to resolve the recharging difficulty and poor coupling. The cause of the recharging difficulty and poor coupling was that the generator had rotated and flipped. The recharging difficulty and poor coupling had not been resolved as it was pending surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.